Event description:
Customer reported the v series monitor had no spo2 readings and also an issue with the panorama central station's ambulatory telepack, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the spo2 module and telepacks.